Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their spouse, who provided carbohydrates and assisted the customer with walking to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.